Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000158, serial/lot #: none. (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during a planned maintenance (pm) that it was noticed that the x-stage cover was slightly bent and was causing slight noise during movement and docking. No patient was present at the time of the event. Additional information was received stating that the x-stage cover did not cause any malfunction. It was more of a cosmetic damage and replacement of the cover was precautionary. The whole system was working with no issues.